Event description:
During an atrial fibrillation procedure a blood leak occurred. The sheath was inserted into the heart, and a non-abbott rf needle was inserted into the dilator of the sheath. After puncturing the septum, the rf needle was removed, and blood leaked from the hemostatic valve of the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak remains unknown.